Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the foley catheter balloon popped. There was minimal harm, a little bit of blood noted. The patient did experience some discomfort at the time of the event.

Manufacturer narrative:
Qn#(B)(4). There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted, investigation will be based on document review. Based on complaint statement, the balloon had burst. Burst balloon may happen due to various reasons such as contact with sharp object during use, overinflating or contact with contradict lubricants. Balloon could also burst because of balloon had encounter with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. ((B)(6) (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In conclusion, in the absence of any actual or representative sample, f urther investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the foley catheter balloon popped. There was minimal harm, a little bit of blood noted. The patient did experience some discomfort at the time of the event.